Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: investigation summary: device history lot; sterile - part; part: 02.211.018s; lot: 1l29135; manufacturing site: selzach; supplier: früh verpackungstechnik ag; release to warehouse date: aug 29, 2018; expiry date: aug 01, 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Non- sterile part: part: 02.211.018; lot: h692014; manufacturing site: monument; manufacturing location: monument; manufacturing date: jul 26, 2018; part number: 202.211.018, 2.7mm va lckng screw slf-tpng with t8 stardrive recess 18mm; lot number: h692014; lot quantity: 230. One piece was scrapped in cell at op #80, export pack/label, after being dropped. Work order traveler met all inspection acceptance criteria apart from the one piece noted. Inspection sheet, in-process / inspect dimensional / final inspection, ns056862 rev h met all inspection acceptance criteria. Packaging label log (pll) lmd rev ad was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 02.211.118.999, 2.8mm screw blank 18mm w/sd8 02.4 var angle w/es362sec ss; lot number: h683254; lot quantity: 235. Work order traveler met all inspection acceptance criteria. Inspection sheet, inspect warm head blank/inspect turn head and point, ns072112 rev c met all inspection acceptance criteria. Device history review: nov 22, 2019: DHR reviewed. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported patient underwent surgery for left first metatarsophalangeal joint fusion on (B)(6) 2018. A standard technique was used. The fusion was stabilized with a 42mm left zero degree 1.mtp fusion plate ref 20.211.231s lot h826318 (depuy synthes). On about (B)(6) 2019 the patient contacted the treatment centre where I am informed that superficial infection was diagnosed and flucloxacillin started. The complete absence in the medical records of this encounter is noted. I saw the patient in outpatient clinic on (B)(6) 2019 for a planned follow up appointment and noted the joint red and more swollen than is usually to be expected and an x-ray taken that day showed the fusion plate to have broken and the joint not fused with soft tissue swelling. Active monitoring of the patient, with potential to remove metal and carry out revision surgery. This complaint involves seven (7) devices. This is 3 of 5 for report (B)(4).